Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty connecting the charger to the ipg. It was believed that the implant was too deep. The patient underwent a revision procedure where in the ipg implant was made shallow. The patient was doing well postoperatively.